Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. Additional information received from the physician's office on (B)(6) 2013 stated that the patient originally had a gynecare mesh implanted in 2005. On a patient visit in (B)(6) 2007, the mesh was seen to have become exposed/eroded. The patient was implanted with a prefyx on (B)(6) 2007 with no procedural complications noted. Three months post-op in (B)(6) 2008, there was 'very little improvement' noted and the patient had additional complaints of dyspareunia, leakage, and stress urinary incontinence (sui) and was prescribed detrol and estrace cream. During an annual exam in (B)(6) 2009, the patient complained of constant sui and was directed to continue use of the estrace cream. At her annual exam in (B)(6) 2010, sui had improved but was not completely gone and during an exam on (B)(6) 2011 it was noted that the sui was back and constant. The patient was last seen on (B)(6) 2013 and severe incontinence was noted; the patient was referred to another physician for additional surgery. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.